Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a computed tomography (CT) report showed an unknown type of endoleak. An endoleak intervention was performed on the patient, both groins were accessed with cut downs. A sheath was place on both sides with wire and an iliac balloon was placed on the right side to occlude the limb. A run was done from the left side using a marker pig tail catheter with the right side occluded, the leak was still present. The same method was done on the left, the left side was occluded, and they did a run from the right and determined it was a type 1 b distal leak on the left side. The left internal iliac was coiled and they placed a zenith graft limb from the bifurcation of the graft on the left side to the external iliac. The surgeon ballooned that limb with a 32 diameter coda and did a final run from the pigtail catheter on right side. The leak was repaired and it was noted there were no breaks or kinks of the initially implanted cook graft devices. The originally implanted cook grafts remained implanted, reportedly the leak may have been due to the graft was too small of a diameter or that the aneurysm had grown. The patient was reported to initially be unstable due to the event and has been fine since the repair.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, trends, quality control, and imaging review was conducted during the investigation. Image review: impression: a type ib left limb endoleak from either seal zone expansion beyond the limb design diameter or an originally undersized limb is confirmed. The sac had been previously coil embolized from direct puncture or around a seal zone. The leak may have been exacerbated by catheterization and or the result of disease progression. The partial right limb seal zone loss supports at least some component of disease progression. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. The left limb seal zone was larger than the limb design diameter. The distal right limb seal zone was larger than the limb design diameter. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Included under patient selection are anatomical elements and limitations that will affect sealing and fixation. Per the IFU " zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Inadequate overlap of the zenith spiral-z aaa iliac leg may result in increased risk of migration of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required including abdominal radiographs to examine device integrity (separation between components or stent fracture)." Device diameter sizing guidelines: the iliac leg graft diameter of 16 mm is intended for an iliac vessel diameter of 13-15 mm. A leg graft diameter of 20 mm is intended for a vessel diameter of 16 to 18 mm. Imaging review results revealed that the endoleak occurred at the distal seal zone of the right leg. Per the IFU, the intended vessel diameter at the seal site for the zenith spiral-z iliac leg is 13 to 15 mm inches in diameter; however, the patient's iliac artery had a diameter of 17.5 mm. Clinical and procedural factors that potentially contributed to the reported event include discrepancy in iliac artery diameter, inaccurate sizing for the procedure (undersized device), and/or disease progression. Based on the information provided and results of the investigation the most likely root cause may be related to disease progression or inaccurate sizing; however, this could not conclusively be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.